Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating that the reported issue occurred during a diagnostic procedure, and it was completed with the same device. It was also indicated that other procedures were cancelled following this event and moved to a different hospital. Additional information is being requested regarding cancelled procedures and patient outcomes. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center tower was moved from one room to another, and there was an e402 error. During troubleshooting with the olympus technical assistance center (tac), the customer noted that scope communication error codes e216 and b30 had to be cleared. There was no procedural involvement. There was no patient involvement in this event. The customer later provided information indicating that an evis exera iii xenon light source (clv-190) caused the reported issue and was sent for repair. Patient identifier (B)(6), captures an event on a the evis exera iii video system center. This report is for a complaint on evis exera iii xenon light source.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer indicated errors e216 and b30 had to be cleared troubleshooting for the e402 error; the customer cleaned the gold contacts on the scope and blew the dust out of the evis exera iii video system center socket. It was indicated, the customer tried a 180 series scope and did not have the b30 error and tried a third scope that was not reprocessed the same day and it worked. The customer later provided information indicating that a clv-190 caused the reported issue and was sent for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer confirmed the condition of the patient was not impacted by the failure. The procedure was not prolonged. The patient¿s anesthesia or sedation was not extended. No medical intervention required. Additional information obtained regarding the additional procedures: the customer thinks 5 procedures were cancelled. The indication for the procedure was general and the procedures were not done urgently. No additional care needed to be provided. The delay of care did not cause a serious deterioration in the patient's state of health. The patient demographics and pre-existing conditions are not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up (dl23325904-5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "the procedures were cancelled after this occurrence and moved to a different hospital" occurred due to the device malfunction. However, the root cause could not be specified. Additionally, the device was not returned and a specific root cause of the phenomenon "b30 error (a scope communication error)" could not be identified. Olympus will continue to monitor field performance for this device.